Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi miracle brothers, asahi grandslam. Stent: taxus. The asahi miracle brothers and asahi grandslam guide wires will be reported under separate medwatch report numbers. Evaluation summary: evaluation of the returned otw mini trek found blood visible on the hub and contrast in the loosely folded balloon, inflation lumen and on the shaft, consistent with preparation and use of the catheter in the patient anatomy. The inner member was collapsed 17.2 cm proximal to the proximal balloon seal, for a length of 8 mm. There were two asahi guide wires returned, a miracle brothers and a grandslam guide wire. The miracle brothers guide wire was returned with blood and contrast on the coils and core. There was no damage noted to the returned miracle brothers guide wire. The grandslam guide wire was returned with blood and contrast on the coils and core. The tip coils were pushed distal from the center solder, for a length of 1.5 mm. Factors that may contribute to the inability to advance/retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all catheters are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A full length mandrel was used in attempt to past through the entire length of the guide wire lumen, but the full length mandrel would not advance past the collapsed inner member. The outer diameter of returned miracle brothers guide wire was measured to be 0.01391 inches and the outer diameter of returned grandslam guide wire was measured to be 0.01394 inches. The returned miracle brothers and grandslam guide wires were advanced through the returned balloon catheter with the catheter straight then looped and there was no resistance noted. The miracle brothers and grandslam guide wires were then individually inserted one at a time in the guide wire lumen of the returned balloon catheter and a new indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure (rbp) of 14 atmoshere, to check guide wire movement for collapsed lumen. While pressurized both guide wires were not able to move and strong resistance was felt. The inner member was collapsed proximal to the balloon marker, for a length of 3 mm and collapsed sporadically proximal to the proximal balloon seal, for a length of 20 cm. Negative pressure was pulled and both guide wires were removed individually one at a time without resistance noted. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations, and as the guide wire lumen was noted to be not collapsed after pressurization, there is no indication of a product quality deficiency as this is acceptable per the product specification. It was reported the catheter was removed from the first guide wire and the shaft was noted to be accordianed slightly, and then the shaft was straightened and advanced over a different guide wire. It should be noted the otw trek instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. It is possible that the use of the catheter after damage was noted contributed to the further resistance noted with the second guide wire. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position/remove the guide wire, kinks, or inner member collapse for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency. All dilatation catheters are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all dilatation catheters are 100% visually inspected online for damage.

Event description:
It was reported that during the procedure in the tortuous, distal right coronary artery, the mini trek otw dilatation catheter (dc) was advanced over a miracle bros guide wire (gw). After full deflation, resistance was met with the gw and the dc was difficult to remove. The dc and gw were removed together as a single unit. After removal, the dc was removed from the gw, at which time the shaft of the dc accordioned slightly. The shaft was straightened and the same minitrek otw was advanced over a grandslam guide wire. Resistance was met on advancement and removal. The dc and gw were removed as a single unit. There was no adverse patient effect or clinically significant delay in procedure or therapy. The vessel was rewired with a balance middleweight gw and a rapid exchange balloon was successfully used without difficulty. Though requested no additional information was provided.